Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Insulin pump will need to be replaced. Customer was transferred to the helpline for assistance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.